Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens was explanted on (B)(6) 2018 from a patient who has fuchs dystrophy. Reportedly, the doctor believes the issue as he sees it is that the patient has fuchs dystrophy. Also, the patient's implanted lens was implanted by a different doctor than the one that's going to explant the lens. The replacement lens was a pcb00 24.0 diopter lens and the patient is doing well and is very happy with vision that is much better as far as glare/halo. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in review, the catalog number, serial number, and UDI were incorrectly reported. The correct catalog number is zxr00u0240, the correct serial number is (B)(4), and the correct UDI is (B)(4). Additional information: additional information received reported the patient is a male with the right eye being the operative eye, initials are w.c., and date of birth 04/02/1940. Also, the implant date was (B)(6) 2017 and the explant date was (B)(6) 2018. The replacement lens was the same model (zcb00), but different diopter of 24.0. In addition, the reason for the explant was because the patient had fuch''s dystrophy. No additional information was provided. Age/date of birth: (B)(6) 1940. Gender/sex: male. Catalog number: zxr00u0240. UDI number: (B)(4). Serial number: (B)(4). If implanted, give date: (B)(6) 2017. Patient code 3191 ¿ fuch''s dystrophy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.